Event description:
A 70 year old male patient in ventricular tachycardia (vt) elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During the sheath exchange, the pump came out of the left ventricle. Attempts to re-cross the valve was unsuccessful and the device subsequently kinked. The pump was removed as a result of the noted issue and a new device was placed for ongoing support.

Manufacturer narrative:
The impella cp device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Pump was not returned for investigation. Clinical mentions that during sheath exchange, the pump was pulled out of the lv which is a user error. Pump was replaced since replacement was tried but kinked instead. Therefore, the root cause of the positioning issue was use related to improper technique.